Event description:
It was reported that during a ptca treatment procedure involving a lesion in an unspecified coronary artery, the maverick monorail balloon was suspected to have ruptured at 12 atm's. No patient injuries were reported. No additional information is available at this time.

Event description:
It was further reported that during a ptca / stenting treatment procedure involving a 90% stenotic lesion in the obtuse marginal branch of a moderately tortuous left circumflex coronary artery, the lesion was presilated with an unspecified balloon for placement of an unspecified type of stent. During post-dilatation with the maverick monorail, the balloon ruptured at 14 atm's on the second inflation. (The number of atm's reached on the initial inflation is uknown.) No patient injuries were reported. The maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. A 7f introducer sheath (type unknown), a 0.014" choice pt guidewire, a 7f guide catheter (type unknown) and an encore advantage inflation device were also used in this case. The procedure was successfully completed. Patient status is reported as 'fine'. (It is noted that this device had been resterilized 6-7 times.)